Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for follow-up. The atrial lead exhibited noise. No medical intervention was performed. The patient was stable post event and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information on 05/24/2016 indicated that intermittent noise was still being observed on the atrial lead. No medical intervention was performed.